Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not hold a charge; every time the system was unplugged from the wall it would power down. No patient was present.

Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found that the battery wouldn't hold a charge. The battery was connected to a known good ups and allowed to fully charge, prior to testing. With a load applied consisting of a 500w lamp and under battery power, the ups shut down immediately. Failure was confirmed. Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. If information is provided in the future, a supplemental report will be issued.